Event description:
Co notified hosp by letter on 8/31/93 that two ventilators were being recalled indicating malfunctions of the ventilator's pressure limit control. Rptr has no reported injuries at this time. Measures were taken to pick-up both ventialtors and give the pts replacements.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was multiple patient involvement. Number of patients involved: 2.device serviced in accordance with service schedule. Date last serviced: . Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: no. Corrective actions: device recalled by manufacturer/distributor. The device was not destroyed/disposed of.